Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported an impella cp was implanted in a 52-year-old female patient for mechanical circulatory support. The impella was placed via the patient¿s left femoral artery and upon insertion into the left ventricle, it was noted that it had caught on the papillary. The impella was removed and reinserted with successful placement into the left ventricle. Procedure was completed without further issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.